Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient underwent a poly swap for infection. Patient had a (B)(6) infection. Surgeon irrigated knee. Nothing with previous insert.

Manufacturer narrative:
An event regarding alleged infection involving an unknown knee was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient underwent a poly swap for infection. Patient had a (B)(6) infection. Surgeon irrigated knee. Nothing with previous insert.